Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Additional evaluation showed upon receipt that the positioning pin was broken off. The investigation of the insertion handle had shown that the front pin was indeed completely broken off. As mentioned on the dr nail needed to be rotated slightly, this led us to believe that at this stage too much mechanical force had caused the pin to break. It is also possible that the pin got loose during the correction and was not positioned properly resulting in the breakage. The fracture face is homogenous which indicates material conformity. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a lateral entry femoral recon (lfn) nail was inserted into patient. The nail needed to be rotated slightly for correct positioning of the recon screws. In twisting the nail by the insertion handle to achieve correct position, the notch on the insertion handle broke off. The nail was removed and the broken notch was retrieved. The nail was then reinserted at the correct position and locked. There was no adverse effect to patient. The device did break. There are no parts left in patient. There was a delay of procedure of 5 minutes. The nail was removed and reinserted at the correct position. This is report 1 of 1 for complaint (B)(4).